Manufacturer narrative:
The customer's reported complaint of the thermogard console displayed tcmid:02 (cooling engine danfoss error) was confirmed during functional testing and the archive review. The defective danfoss module was replaced to remedy the fault. Additionally, the console failed with tcmid:06 (ce post failure) error during the initial functional testing, unrelated to the reported complaint. The faulty pic-16 pc board was replaced to remedy the issue. As part of routine service during testing, the console was examined and the handle and pan drip were missing, four screws on the rear brackets were stripped and damaged, white rollers, bumpers and rear assembly housing were damaged, casters were loose, one rotor head roller was stuck, not rotated and cold well cap was dirty and degraded, unrelated to the reported complaint. The thermogard console is a reusable device and was manufactured in march 2013 and is 6 years old. Therefore, this type of physical damages found during the visual inspection are characteristics of normal wear and tear for the life of the device. Review of the archive data show multiple tcmid:02 error messages occurred on (B)(6) 2019, thus confirming the customer reported complaint. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for the thermogard console sn (B)(4).

Manufacturer narrative:
The customer's reported complaint of the thermogard console displayed tcmid:02 (cooling engine danfoss error) was confirmed during functional testing but not during the archive review. The defective danfoss module was replaced to remedy the fault. Additionally, the console failed with tcmid:06 (ce post failure) error during the initial functional testing, unrelated to the reported complaint. The faulty pic-16 pc board was replaced to remedy the issue. As part of routine service during testing, the console was examined and the handle and pan drip were missing, four screws on the rear brackets were stripped and damaged, white rollers, bumpers and rear assembly housing were damaged, casters were loose, one rotor head roller was stuck, not rotated and cold well cap was dirty and degraded, unrelated to the reported complaint. The thermogard console is a reusable device and was manufactured in march 2013 and is 6 years old. Therefore, this type of physical damages found during the visual inspection are characteristics of normal wear and tear for the life of the device. Review of the archive data show no tcmid:02 error messages occurred on the reported event date, thus not confirming the customer reported complaint. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for the thermogard console sn (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During power-up, the thermogard console displayed tcmid:02 (ce danfoss error) message. No known impact or consequence to the patient.